Manufacturer narrative:
The service provider (sp) inspected the device and replaced the central processing unit (cpu) board to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator while in use spontaneously shut down. Reportedly, the ventilator did not restart without manual adjustment by the nurse. The local service engineer reviewed the ventilator diagnostic codes and found an error code indicating the ventilator restarted. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4:20apr2021 b4:(B)(6)2021 information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Reportedly, there was a brief delay in ventilation treatment. Patient information provided- male, born in 1961, received non-invasive ventilation support for palliative purposes.